Event description:
It was reported through clinic notes that the patient experienced 13 seizures in one day on (B)(6) 2011. The patient went to the emergency room and her medications were adjusted. It appears that this was an isolated incident as no other seizure activity was documented in the provided notes.

Manufacturer narrative:
.

Event description:
Attempts for additional information have been unsuccessful to date.